Manufacturer narrative:
Additional product code: hrx. Returned to manufacturer. Customer quality conducted an investigation of the returned device. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken. The broken fragment was not returned. The roughly spiral break is located within approximately 6.5mm to 8.3mm distal to the distal edge of the drive shaft helix. The helix is intact but worn. The proximal connecting post shows wear consistent with use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. DHR review: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material and hardness were determined to be conforming for the lot based on the DHR review. No additional malfunctions were observed during investigation. Drawing review: based on the date of manufacture/DHR the following drawings, reflecting the current and manufactured revision, were reviewed. Drive shaft assembly; ria: drive shaft; ria (component): due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The inner diameter was confirmed to be within the specification of 3.76mm +/-0.05 (3.71/3.81) per drawing at 3.71mm. The shaft directly proximal to the break, was confirmed to be within the specification of 5.18mm +/- 0.025 (5.205/5.155) per drawing the complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: DHR review. Part number: 314.743. Synthes lot number: 5226297. Supplier lot number: 14347-01. Release to warehouse date: 20-apr-2006. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the drive shaft instrument tip was broken. The (spd) sterile processing department technician reported that the broken tip was found after the instrument set was sent thru the wash. No patient involvement. This report involves 1 device. This report is 1 of 1 for (B)(4).